Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) for the patient's supraventricular tachycardia (svt). Technical services (ts) was consulted and provided recommendations to the field. A few days later, occasional atrial oversensing on the ventricular channel and a few true pacemaker mediated tachycardia (pmt) episodes were noted via the latitude remote patient monitoring system. The patient was seen in a subsequent follow-up, and this crt-d was reprogrammed. No adverse patient effects were reported. This device remains in service.